Event description:
It was reported during a routine follow up appointment that this implantable cardioverter defibrillator (ICD) exhibited out of range pacing impedance measurements greater than 2102 ohms, all other lead diagnostics were within normal range. At this time the device remains implanted. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.